Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of the system and the implant of the left ventricular (lv) lead took time as the lead was inserted and taken out of the body. The lumen got clogged with blood and the stylet could not be inserted. A new lead was used. The lead will not be returned. No adverse patient effects were reported.